Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Right knee swelling [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6)-2011 from a (B)(6) male patient, initials (B)(6), with a medical history of osteoarthritis and previous treatment with synvisc-one in (B)(6)-2010 which resulted in right knee swelling. The patient was administered the first of the synvisc series on (B)(6)-2011 in the right knee. On (B)(6)-2011, the morning after the injection, the patient experienced right knee swelling. Treatment included cortisone injection, ice, and knee aspiration. The patient stated that the swelling had come down since having the right knee drained. At the time of this report, the outcome of the event of knee effusion was unknown. The synvisc lot number was not available. No further information was provided. The qa (quality assurance) investigation results were received on (B)(6)-2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. See manufacturers control number synv-(B)(4) for other adverse events from this reporter.